Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) and right atrial (ra) lead was admitted to the hospital for unrelated reasons. Intermittent ap was observed on top of an r-wave with subsequent vp on a t-wave at an avd of 180 milliseconds, with a programmed avd of 210-240 milliseconds. Ra threshold measurements were observed to be 3.5 volts at 1.0 milliseconds. The ra lead was suspected to not be completely inserted into the header. No adverse patient effects were reported.